Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. They were unable to complete the fill reservoir process. They received a compromised force sensor system alarm. They restarted the insulin pump but the error recurred. They changed the battery but it still would not turn on at all. It had a blank display. The customer¿s blood glucose level was 161 mg/dl. Troubleshooting was performed but the display did not return. The device will be returned for analysis.